Event description:
The reporter stated the surgeon inserted a micl 12.1mm implantable collamer lens. It was identified that upon unfolding in the eye, the lens had flipped upside down. The lens was removed with no patient injury. The reporter stated the cause was due to loading error by the surgeon. Backup lens was implanted.

Manufacturer narrative:
(B)(4). Lens flipped and inserted upside down.